Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.analysis showed that the device did not perform to the expected longevity. The battery was destructively analyzed which found low impedance across the internal glass-to-metal seal which likely resulted in premature battery depletion.

Event description:
It was reported that the device exhibited premature elective replacement indicator. The device was removed and replaced.